Manufacturer narrative:
No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported. Part not received by manufacturer.

Event description:
A medtronic representative reported that, while in a cranial procedure, the surgeon alleged an inaccuracy occurred. After registration, and working for approximately an hour, the surgeon alleged being inaccurate. The surgeon opted to continue the surgery using navigation and compensating for the inaccuracy. Delay in therapy was less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
Correction: manufacturing date updated. Reported issue occurred in (B)(6).